Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks, but no further anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Under-insertion of the lead's terminal pin into the device header could potentially have caused or contributed to the reported increase in pacing impedances and thresholds, however evidence reasonably suggests that this is not the sole cause of the issues as the out of range impedances persisted when the lead was tested using a pacing system analyzer (psa). The root cause of the lead insertion difficulty when connecting the new lead to this device could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
This supplemental report is being filed as device evaluation has been completed.

Manufacturer narrative:
At this time, the pacemaker has been returned but evaluation is not yet complete. This record will be updated upon completion of analysis.

Event description:
It was reported that pacing impedance on the right ventricular (rv) lead connected to this pacemaker increased suddenly by 1000 ohms, although it remained within acceptable limits. Thresholds reportedly also increased. The patient reported pocket stimulation. It was suspected that the lead may not have been fully inserted into the header of this pacemaker. A revision procedure was undertaken to address the observations. The rv lead was capped and replaced. When the physician attempted to insert the new rv lead into this device, he experienced difficulty seating the lead in the port. The physician elected to replace this device as well. No additional adverse patient effects were reported.